Manufacturer narrative:
Additional information was received from the customer confirming the load from the cancelled cycle was reprocessed in another sterrad the same day before being released for use. Therefore, this file is no longer deemed reportable. Asp complaint ref #:(B)(4) .

Manufacturer narrative:
(B)(4). Asp complaint ref #: (B)(4).

Event description:
A customer reported multiple cycle cancellations of a vacuum system timeout error with their sterrad® nx sterilizer and it is unclear whether or not the cancelled cycle was released for use on patient prior to reprocessing. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.